Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up with complaint of discomfort in the pocket. The device function was normal but physician decided to relocate the device to under the pectoral muscle. The patient was stable.